Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that during a follow up the patient presented with dizzy spells and some pre-syncopal, as well as one syncopal episode. When interrogating the device a sensing issue was noted as well as out of range pacing impedances, noise, and loss of capture on the right ventricular lead. An x-ray showed a lead fracture. Due to the inability to retract the lead during the revision procedure this lead was capped. A new lead was implanted successfully. No adverse patient effects were reported following procedure.